Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a power injectable microbore non-dehp catheter extension set with neutral lad experienced no flow. According to the report, ¿the saline syringe flushes fine, if you take the cap off of the extension set the cap flushes fine, if you place it back onto the extension set, it will not flush. They stated that it is as if there is an occlusion in the tubing at the IV connection end.¿ this occurred during set-up. No patient was involved. No additional information is available.